Manufacturer narrative:
Findings: pump received with critical pump error (open book image) and unable to download due to moisture damage on the electronic assembly. Unit was received with minor scratched lcd window and cracked select button keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis andfurther information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a critical pump error alarm. Customer's blood glucose was 24mmol/l. The customer is unsure which alarm occurred before the critical pump error alarm. The insulin pump will be returned for analysis.